Manufacturer narrative:
Reported event an event regarding inaccurate resection involving a mako mics was reported. The event was confirmed. Method & results product evaluation and results: prodex evaluation: collar - loose screws. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there are no other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was confirmed to be potentially caused by hardware related failure mode i.e. Collar - loose screws in mics. Based on the information reviewed there is no indication of any inherent software issue. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
It was reported that during a left tka case, using tka 2.0 software, once the distal cut was made upon checking with planar probe, the distal cut was 0.8 mm deep on both medial and lateral condyles. Surgeon then did the tibia cut, which was 0.9 mm proud. Surgeon decided to switch to manual tka from this point onward. All presurgery checks passed and bone and blade check points all passed. The mics handpiece used will be sent back for testing.

Event description:
It was reported that during a left tka case, using tka 2.0 software, once the distal cut was made upon checking with planar probe, the distal cut was 0.8 mm deep on both medial and lateral condyles. Surgeon then did the tibia cut, which was 0.9 mm proud. Surgeon decided to switch to manual tka from this point onward. All presurgery checks passed and bone and blade check points all passed. The mics handpiece used will be sent back for testing.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.